Event description:
It was reported that during a ptca procedure for in-stent restenosis, the nc monorail balloon became stuck in a previously placed stent. The patient presented with an acute mi due to the insert restenosis. The nc monorail catheter was used to treat the restenosis, however the balloon became stuck in the stent. The stent was located in the proximal right coronary artery (rca) with a portion "protruding" into the aorta. The patient went to surgery for removal of the balloon. Patient status was reported as 'fine'.

Manufacturer narrative:
Device is being retained by the facility, so no analysis has been completed. If additional information is obtained, a supplemental medwatch will be filed.